Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0e6gd, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0gpw5, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial #(B)(4), implanted: (B)(6) 2014, product type extension. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2015 with an open wound and drainage. An infection at the device pocket was suspected. The patient had symptoms of redness, swelling, drainage, pain, and incisional wound opening. Perioperative antibiotics were given and the patient did not have meningitis. A culture of the device pocket was obtained and mrsa was cultured. IV antibiotics were given to the patient and the implantable neurostimulator (ins) and extensions were explanted. The patient had undergone knee arthroplasty in march 2015. There was no patient death and the patient outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.